Event description:
Report received from bd quality assurance states staff complaining of leakage where the lever lock cannula connects to the interlink y site on primary tubing. Staff states leakage not occurring with stand alone lever lock, just those lever locks that come in the baxter secondary sets. A sample of sterile baxter secondary sets are included with the bd pir along with samples from the secondary sets that leaked. No pt injury reported.